Manufacturer narrative:
The device was reported to be returned however, the device was not returned for evaluation. Review of the DHR found these units were released to distribution with unrelated deviations or anomalies. Complaint history did not identify any anomalies or adverse events. Without the opportunity to evaluate the device, the root cause was unable to be determine and the complaint was not confirmed. A summary of the investigation has been sent to the complainant. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Quality inspection criteria found to contain adequate verification checks. Risk is further addressed through review with manufacturing and quality assurance. Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that upon opening product it was noticed that the top of the container was cracked. Unclear if crack compromised sterility of product so they did not use it. Another product was used to complete the procedure with no delay. No adverse events have been reported as a result of the malfunction.